Event description:
Customer's parents reported a high blood glucose event. Customer woke up with high blood glucose. The customer was taken to see the endocrinologist who treated the high blood glucose. Caller stated that the blood glucose reading is still high, so parents think something is wrong with the insulin pump. Customer is experiencing headaches and stomach aches. Customer was taken to urgent care at endocrinologist office. The blood glucose reading was 397 mg/dl. The current blood glucose reading is 271 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.